Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, a sharp pain and burning sensation in the area of the implantable pulse generator (ipg). Patient stated the device "moves around" and thought their "fitbit" affected the device. The ipg remains in use. No further patient complications have been reported as a result of this event.